Event description:
It was reported that the device was used during a laparoscopic nepherectomy. It was reported by the rep the surgeon attempted several times to fire the er220 clip applier and the clip would not remain fixed on the vessel. Several times the next clip would advance and fly out of the jaws of the applier. Two separate clip appliers were completely used with similar results on each instrument. There was no consequence to the pt.